Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from hcp. They reported that patient had not been seen for any appointments at hcp office since (B)(6) 2017. It was unknown what cause was and if there was any relation to device and therapy. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported by caller that patient had problems with uti infections and the interstim therapy was working initially but now it was not working as well as it was in the past, since 1-1.5 years. Patient had been constipated since (B)(6) 2019, and they had a bladder infection as well starting (B)(6) 2019. Caller has adjusted patient stimulation and patient was on program 3. Also mentioned was that patient had a uti when they last saw their healthcare professional (hcp). No further complications were reported or anticipated.